Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but part remains in the patient and cannot be returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. Based on the information provided, the most likely cause(s) of this event is an adverse reaction of the patient to the material(s) implanted. Product directions for use warns of adverse effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Part remains in patient.

Event description:
It was reported by the facility that a patient was presented to an allergist who is treating the patient for a reaction at five months post-op and for stiffness and swelling of the shoulder. Surgery was an arthroscopy of left shoulder for a labral repair and with debridement of partial rotator cuff tear. Two bio-composite pushlocks were used along with arthrex labral tape to repair the torn labrum. The repair was completed successfully without any case issues. The portals were closed using 3-0 nylon. The patient was then brought to the recovery room in stable condition. The suture was used to close the external portals after the instruments were removed. The shoulder was injected with lidocaine/marcaine balance solution. Sterile dressing was applied and patient was placed in an arm sling and sent to recovery in a stable condition.